Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked reservoir compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked keypad overlay, cracked case above arrow and battery icon, partially broken retainer, and cracked reservoir tube lip. In summary, customer allegation for cosmetic damage (cracked reservoir compartment) was confirmed during visual inspection where cracked retainer and cracked reservoir tube lip was noted.